Manufacturer narrative:
The reported failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution.

Event description:
The manufacturer received information that a trilogy evo loner device was returned to a third-party service center for rework and repair. There is no allegation of serious or permanent harm or injury. During the evaluation, the service technician observed error code e305 ventilator service required alarm touch screen unresponsive (evt_touchscreen_fail) in the event log. No documentation of a replaced component to address the issue. Additionally, the valves, hoses or tubes, and blower needed to be checked due to unspecified contamination. The device was scrapped.